Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization (cds) process. The automatic endoscope reprocessor/endoscope washer was not tested. Pre-cleaning consisted of suctioning water through the instrument/suction channel and flushing the air/water channels. The detergent used for pre-cleaning was stage one, cantel gmbh. The detergent used for manual cleaning was neodisher endo med. The instrument/suction channel, suction cylinder, instrument channel opening and the distal end area around the lever were brushed. The brushes used for manual cleaning were the happy morning haeger cleaning set. The scope was stored in a simple cabinet hanging vertically. There was no patient infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. Olympus provided the following result of the culture test performed at the third-party labs: sampling date: sep 19, 2023. Sampling from: distal end unit, instrument / biopsy / suction channel, air / water channel cfu: 0. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The user reported event of foreign material was not confirmed. The following defects were noted: adhesive on bending section rubber has wear. Due to wear of angle wire, the play of u/d/r/l knob is out of the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. "Failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera ii small intestinal videoscope had something stuck in the working channel (but could be removed) and later tested positive for unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.